Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No prime or fill anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 501 mg/dl. Customer stated that when he was about to prime his tubing, he was not saw drop of insulin even maxed out the fill tubing units. Customer assembled second reservoir with insulin. Customer stated that the first reservoir when manual pushed the plungers customer felt a pressure that stopped the plunger to push the insulin out but with second reservoir when plunger pushed the insulin out, not felt any pressure to saw insulin at the end of the tubing. Customer took 13 units of insulin until he saw drop of insulin. Customer stated that ever since he had the insulin pump, been doing the same thing every time that he fills the tubing. Customer stated they were unable to exit the preparing to prime loop process. Customer was advised to hold down act button until they receive second series of beeps and numbers appear on the display. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.